Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the sensor cannula was missing after removing it. The customer's blood glucose level was 14.7 mmol/l. The customer was informed that the product would be replaced. No further details were provided.